Event description:
The patient received his first scs system on (B)(6) 2010. It was reported the patient's first system was shutting off on multiple occasions when the patient was in his bedroom. The patient reported being able to turn the system on again. The patient was asked to document when these events occur. Follow up revealed there were no other reports of the issue, and no other complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.